Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result: visual examination of the returned complaint device found that the balloon, the catheter and the protector sleeve of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon, which confirms the reported event. It is possible that interaction with the scope or any other surface during the procedure inside of the esophagus area could create friction on the balloon, causing the issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, it was noticed that both balloons had a pinhole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloons were used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, it was noticed that both balloons had a pinhole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.